Manufacturer narrative:
(B)(4). Batch # p58j6r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: the first and second picture shows a device on hands, the fire setting is in the high-b position. The handle shroud can be seen broken. The third picture shows the handle of the device with the batch number p58j6r and serial number (B)(4). Based on the photos reviewed the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a low anterior resection, after gap setting in tissue compression scale completed, the firing trigger was not squeezed at first so that the firing trigger was squeezed at several times and stapling completed on targeted tissue in normal condition. However, while squeezed at several time, the body below tissue compression scale was broken. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: j5k53v. Photo evaluation: three photos were provided. Picture one and three shows a white device on hands. The shroud can be seen damaged and the fire setting is in the high-b position. Picture two shows firing handle on a device with the batch number p58j6r and the serial number (B)(4). Based on the photos provided, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.